Event description:
It was reported that the patient's pump was interrogated and confirmed to be empty. The pump was empty since (B)(6) 2014. The pump had not been helpful for the patient, so it was requested that it be removed. No drug was in the pump and it was unknown what drug had previously been in the pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).